Manufacturer narrative:
The device was returned to zoll medical (B)(4) for evaluation. The customer's report was observed during initial testing. However, the device was put through extensive testing without duplicating the report. A replacement x series system board was sent to resolve the report. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not fully power up. Complainant indicated that there was no patient involvement in the reported malfunction.